Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer had experienced low blood glucose. The customer's current blood glucose was 254mg/dl. The customer's blood glucose at the time of incident was 40mg/dl. Customer treated with food and glucose tablets. Customer stated he is a brittle diabetic. Customer stated his health care provider changes his settings. Customer is currently off the insulin pump. The customer also had skin irritation due to set.